Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient was experiencing a skin irritation. The patient's nurse used a fungal cream on the irritation. The final medical outcome of the irritation is unknown.